Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion test and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery and a motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery, self test, off no power, unexpected restart or occlusion tests due to the motor error alarms. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump when they were changing the infusion set. Customer found that the motor error completely reset the pump. Customer re-input the settings but now it is stuck in the motor error during prime. Customer reported having a motor position encoder error alarm. Customer's blood glucose was 4.7 mmol/l at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.